Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2024-00364, 0001825034-2024-00365, 0001825034-2024-00366, 0001825034-2024-00367, and 0001825034-2024-00369. D10: item# unk comprehensive mini baseplate; lot# unknown. Item# unk central screw; lot# unknown. Item# unk peripheral screw; lot# unknown. Item# unk peripheral screw; lot# unknown. Item# unk peripheral screw; lot# unknown. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the pmi group that a patient underwent a left reverse shoulder arthroplasty on an unknown date. Subsequently, the patient underwent a revision on an unknown date to remove baseplate and screws and was converted to a hemi due to unknown reasons. During the revision, it was also noted that the patient also had the glenoid bone grafted. Attempts have been made and no further information has been provided.